Event description:
It was reported that this was an attempted arteriotomy closure of the left common femoral artery using two proglide devices after an aortic endorosthesis procedure, with a 6fr sheath. Reportedly, the plunger of the first proglide device would not advance completely. A second proglide device was attempted; however, a cuff miss [suture retrieval issue] occurred. An additional proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced is filed under separate medwatch report number.

Manufacturer narrative:
The device was returned for analysis. The reported ¿plunger would not advance completely¿ was confirmed as a cuff miss was observed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.